Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was melted at the distal end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have thermal damage at the tip. The sealant at the base had melted causing the cautery insulator to separate from the base and to rest on the tip of the hook. The instrument passed electric continuity. The instrument was placed and driven on an in-house system and passed the recognition an engagement tests. The instrument released energy and no arcing was observed on several attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting distal clevis and removing conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. The root cause attributed to user mishandling. Additionally, the instrument had thermal damage to the distal clevis and indentations on the edge of the distal idler pulleys. The root cause is attributed to user mishandling. Visual inspection revealed thermal damage to the idler pulleys. The root cause attributed to device design. The instrument was also found to have instrument bearings not properly seated at the back end. The root cause of dislodged instrument bearings is attributed to manufacturing. A review of the instrument log for the permanent cautery hook (470183-14/k11220517 0011) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had one use remaining after the last procedural use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: there was evidence of thermal damage to the weld. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.